Manufacturer narrative:
E1, e2, e3, e4.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible PMA numbers for sapien, sapien xt and sapien 3: p110021, p130009, and p140031. (B)(6).investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), post tvr procedure in a bicuspid valve patient, a dissection from the sinus of valsalva up to the left main coronary artery was seen. The dissection was treated, and the patient was reported to be alive at the conclusion of the case.

Manufacturer narrative:
Additional information: h6 and h10: additional event information was requested but was not forthcoming. The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the aortic dissection is unknown, however, may be due to patient factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Reference CAPA-20-00141.